Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 900 mg/dl. The customer stated that her blood glucose levels began elevating after she changed the infusion set. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the daily totals did not match with the bolus and basal rate delivery totals. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.